Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, may 7th, 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's clinician, the patient is wearing and receiving benefit from the device. There are no plans for explantation as of the date of this report. This report is filed (B)(4) 2013. Implanted device remains.